Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of misfired clips. The feeder, a metal component located in the shaft, was measured and was found to be out of specification. Based on the condition of the returned unit, it is likely that the reported event was caused by the feeder that was out of specification. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching process and inspection enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to implementation of the process and inspections enhancements. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # (B)(4).

Event description:
Procedure performed: laparoscopic cholecystectomy with ioc. Medwatch report #(B)(4) received via mail from the FDA on 25oct2018. Date of event was (B)(6) 2018 clip applier was misfiring and clips were falling into patient abdomen. The physician did retrieve all clips that fell out into the abdomen from the clip applier. Patient status: no patient injury or illness occurred.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy with ioc. Medwatch report #(B)(4) received via mail from the FDA on 25oct2018. Date of event was (B)(6) 2018. Clip applier was misfiring and clips were falling into patient abdomen. The physician did retrieve all clips that fell out into the abdomen from the clip applier. Patient status: no patient injury or illness occurred.